Event description:
Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding a report of a check lines and bags alarm and when the hp took down the supplies, air was noted in the cassette. Per the hp, the technical service representative (tsr) instructed him to take down the supplies. The hp stated he did a manual exchange and resumed therapy the following night on the cycler. The hp contacted the peritoneal dialysis nurse (pdrn) regarding the alarm and the air in the cassette. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for air in tubing-without alarm was not confirmed and the cause was not identified because the disposable set was not returned to baxter, the lot number was not provided, and the user did not describe any type of use error that might have caused the alarm. The patient saw that there was air in the cassette; however, how the air got into the cassette cannot be determined from the information provided and thus the complaint can't be confirmed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The following information was not included in the initial MDR: (510k number) is k923065.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.